Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2011. It was reported the patient is experiencing intermittent stimulation from the ipg. A previous diagnostic test found no issues with respect to impedance. In an effort to resolve this matter, the patient's ipg was replaced on (B)(6) 2011. No further issues have been reported following the procedure.